Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent came off the balloon when it was removed from the stent protector. The stent was found inside the stent protector. The procedure was completed with a different device. Pt condition was reported as "good".